Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient did not recharge the ipg as recommended due to unrelated health issues. In turn, the ipg became inoperable. As a result, the ipg was explanted and replaced with a different model on (B)(6) 2016. The issue was resolved.